Manufacturer narrative:
Section a2, a4 and a5: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, there is no indication that the lens was implanted. Hence, not explanted. Section e1: phone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in a patient¿s operative eye and in the process, the lens showed resistance. After insertion of the iol and before completing the surgery, the doctor noticed that the lens was not in its normal shape/had strange format, seemed to be stretched. The iol remains implanted. The patient is not debilitated and so far, is doing well. The doctor will test the visual acuity in the post operative follow up examination. No interventions were indicated. No further information was provided.

Manufacturer narrative:
Additional information: product evaluation was performed on a customer provided photograph. A scratch can be observed in a non-critical optical area that will not impact the customer. The customer provided photo was evaluated by post market safety surveillance officer. The picture shows a pseudophakic eye, claimed to be implanted with a tecnis eyhance with simplicity delivery system intraocular lens (iol) model dib00. It can be observed 2 scratch /fracture like marks located between 11:00 and 12:00 (in relation to the image), in the lens midperiphery/periphery and with a length of approximately 2 and 3 mm. The root cause of the reported event or its potential clinical impact cannot be determined from a picture assessment. The customer provided photo was also evaluated by a staff engineer, insertion systems platform lead. The customer provided photograph portrays a pseudophakic eye with a lens that exhibits damage at the 12 o¿clock position relative to the image. It is difficult to determine the root cause of the issue without more detail regarding location of the haptics with respect to the damage and lens position during delivery. In addition, further inspection of the handpiece components and lens would be required to further assess the root cause of the damage to the lens. The complaint issue "lens damaged" was not identified during photo evaluation. The observed "cosmetic issues" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design. As a result of the investigation, the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Corrected data: in review, it was noted that incorrect justifications were inadvertently entered in the initial MDR report for the sections d6a & d6b; therefore, the information has been corrected in this supplemental MDR report and the following fields were updated accordingly: section d6a: if implanted, give date: may 5, 2023 section d6b: if explanted, give date: not applicable as the device remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was observed that section "g2" should have included "company representative" which inadvertently was not selected in the initial MDR report. Therefore, the information has been captured in this supplemental MDR report and the following field was updated accordingly: section g2: report source: company representative all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.